Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation filters are black after two days. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the white led does not turn on and internal damage in pcba, ui bezel plus by scratched, top enclosure kit because the packing t ape is coming loose, inlet/outlet seal by salinity pollution, blower outlet seal/ isolator kit by salinity pollution, dreamstation2 blower by salinity pollution and heater plate kit by functional damage. The customer complaint was not reproduced. There was one error has been identified. The device was unrepaired.

Manufacturer narrative:
The manufacturer previously received information from customer in reference to a ds2adv auto CPAP with an allegation filters are black after two days. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service-center. And observed the white led does not turn on and internal damage in pcba, ui bezel plus by scratched, top enclousure kit because the packing t ape is coming loose, inlet/outlet seal by salinity pollution, blower outlet seal/ isolator kit by salinity pollution, dreamstation2 blower by salinity pollution and heater plate kit by functional damage. The customer complaint was not reproduced. There was one error has been identified. The device was unrepaired. This notification was reviewed for information received that filters were black. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.